Event description:
It was reported that during laparoscopic adrenalectomy procedure, the patient trocar sites was closed. Then wand was used to detect any missed cotton and it detected rfid (radiofrequency identification) presence. Trocar site was opened to find rfid dislodged from situate cotton and left in patient below trocar site. Removed without patient harm. It was determined from surgeon notes that a 12mm, 10mm and three 5mm ports were used during procedure. Unknown which port the situate cotton was being utilized in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.